Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported a blood leak. During a follow up call with clinic manager it was stated that the initial report may not have occurred. About 1 hour into the treatment, the t machine had a blood leak alarm, so treatment was stopped. However, the blood test strip was negative and there was no visible blood. The patient has a catheter access and the blood flow rate was only 200 mls/minute. The patient's blood was not returned and the blood loss was approximately 200 mls. The facility biomed technician checked the machine and it tested fine. The clinic opines may be the dialysate line was not properly connected by staff to the wall supply and the flow was interrupted/blocked, causing the alarm. Treatment was re-set up and completed without issue on the same machine with a different dialyzer. The patient was asymptomatic and no medical intervention was required and he was fine. Sample disposed.